Manufacturer narrative:
The ventilator was not investigated and the ventilator's logs were not received. The problem description indicates that the circuit compliance was calculated on a patient circuit which is meant for adults and ventilation was done on an infant with an infant¿s patient circuit without recalculating the patient circuit compliance. The ventilator will incorrectly compensate using a previous adult patient circuit and in this case will lead to less or no volumes than set being delivered to the patient the conclusion is that there was no ventilator malfunction at the time. The cause was using an infant patient circuit with a calculated circuit compliance with an adult patient circuit. Information for the patient circuit test in the user¿s manual states that ¿connect the complete patient circuit that is to be used on the patient¿

Event description:
It was reported that while the ventilator was connected to a patient, the respiratory therapist observed that the displayed inspiratory volumes were negative. The ventilator was removed from service. Upon inspection the patient circuit test was performed, but showed that measurements were within recommended adult range and not within neonatal/pediatric range, although the ventilator was outfitted with an infant circuit and set in the pediatric category. After removal from the patient the patient circuit test was performed again and the displayed values appeared to be correct. There was no patient harm. (B)(4).